Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) performed external and internal physical inspections and no anomalies were found. The reported complaint could not be duplicated, the pump operated as intended without and power loss and the cables and pins all operated as intended. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to function reliably. The log event data indicated motor voltage range errors which may disrupt function. The internal pump cable was in acceptable condition with no obvious damage observed and the pump was ran for three hours with no voltage errors. The pump operated as intended.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump shut off. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The roller pump was replaced, and release testing was performed. The unit operated to the manufacturer's specifications.